Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. No trend data were available for analysis. The provided test values from the follow-up printout from (B)(6) 2023 showed a lv pacing impedance >3,000 ohms. No iegm episodes were available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 4th of june 2022 and 4th of june 2023 recorded an initial stable pacing impedance of 1,000 ohms with a sharp increase to >3,000 ohms in september 2022 until the end of recording period. No iegm episodes were available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Information was received on 04-dec-2023 that the lead was extracted on (B)(6) 2023 due to pacing impedance >3000 ohms. No adverse patient events were reported. Should additional information be received, this file will be update.